Manufacturer narrative:
PMA 510(k): the product is manufactured in the us, but not marketed in the us. (B)(4). Lens work order search: no similar complaint type events reported for units within the same lot. Claim #(B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens, diopter -6.50 into the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2017 the lens was explanted, the surgeon reporting inflammation and iritis. The claimant states that the patient had an inflammatory response after the surgery. The surgeon treated the iritis by prescribing antibiotics and anti-inflammatory medicine. Reportedly, the surgeon left the lens implanted since va was 20/20. Upon check-up the "va was failing" and the lens was explanted. Problem resolved with lens explant.

Manufacturer narrative:
Device evaluation: product evaluation found lens returned dry in a micro centrifuge vial with clear surgical residue/debris on product. Visual inspection found no visible damage and debris and clear residue on lens. (B)(4)